Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .192 - .168 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci abdominoperineal resection procedure, the customer noted that the small grasping retractor instrument had a broken cable. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.